Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed.

Event description:
Patient has been in a mva with right lower extremity trauma with a comminuted talus fracture including the body and neck. A pantalar fusion using retrograde nail was performed. When a half pin was placed for compression, the tip of the half pin became bound in the tibial cortex and approximately 4-5 cm of the distal tip sheared off the half pin. The half pin. The half pin had no bite and was removed from the tibia. The sheared portion of the half pin remained in the bone. Removal would cause more bone destruction, so it was left in. The procedure was completed.